Manufacturer narrative:
(B)(4). The customer's meter (B)(4) and test strips (B)(4) were returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were observed during control solution testing. The readings reported by the customer were present in the meter's memory log and all within the 10 minute time frame.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 29mg/dl, 221 mg/dl and 237 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.